Manufacturer narrative:
Device return has been requested for testing and investigation. The device has not yet been received by the manufacturer.

Event description:
The event involved a report of a transpac IV monitoring kit stating that connections came loose in places that should be bonded. There was patient involvement and a delay in therapy, however, no patient harm occurred.

Manufacturer narrative:
No sample or pictures were provided for investigation. The reported complaint cannot be confirmed with out the returned sample or mating device for a full investigation. Multiple attempts were made to the customer to request the request the product and the associated lot number but no response was received. No product samples, photographs or videos of the complaint device were provided by the customer; therefore, a comprehensive failure investigation was unable to be performed in order to confirm the complaint or determine the cause. Corrected information can be found in g1